Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The inflation issue and reported balloon rupture was confirmed. It is likely that the rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat an occluded lesion in the popliteal and tibiofibular trunk. The 3.0 x 80 mm armada 18 balloon catheter was advanced without resistance to the target lesion; however, the balloon would not inflate. Another armada balloon was used to complete the procedure. Outside the patient, inspection showed a well visible leak at the distal end of the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.